Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the device's 5 amp breaker tripped. The device's piston cylinder and ballscrew assembly were replaced to address this issue.